Manufacturer narrative:
A product development investigation was performed for the subject device (part number 04.008.001, ti end cap t25 strdrv hindfootarthrodesis nail-ex, lot number unknown). The product was returned with the complaint condition of ¿hindfoot arthrodesis nail (han) toggling and non-union at the joint¿ and was received intact showing wear. The end cap shows wear to the stardrive and surface scratches such that the lot number could not be determined. The proximal surface of the end cap that mates with the locking screw shows wear consistent with use. There was also a nick on the threads of the locking cap. A review of the current design drawings was performed. During the investigation no product design issues or discrepancies, outside the noted damage, were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. The subject device implant is part of the titanium cannulated hindfoot arthrodesis nail-ex system. This system is intended to facilitate tibiotalocalcaneal arthrodesis to treat a variety of conditions. Information is provided per the titanium cannulated hindfoot arthrodesis nail technique guide. The received screws show significant wear at the expected nail and screw interface (devices associated with the complaint construct and the subject device). Thus, the reported loosening of the construct and received implants are consistent with the result of wear of the implants after surgery leading to a cycle of implant deformation and loosening. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone. This is further impacted by patience compliance and activity level, comorbidities, and the surgical technique. Thus, since the conditions over the two years of implant are unknown, the root cause could not be determined. The complaint condition is unconfirmed as x-rays were not available to review the reported non-union and replication of the condition is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Synthes was aware of the event on (B)(6) 2015; however, synthes was not aware of the subject device in this report until its receipt on (B)(6) 2015. The date of implant was reported as approximately ¿two years¿ prior to the aware date. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was performed for (B)(6) 2015 for a hindfoot arthrodesis nailing (han) that toggled. The foot was originally reduced with two (2) screws posterior to anterior and one (1) proximal in a 180mm nail. The right ankle area was widened with toggling. X-rays taken on an unknown date showed a non-union at the joint. The surgeon planned to remove the han and implant a bone graft of vivigen cellular bone matrix and vancomycin beads and insert an upside down tibia nail with a lateral titanium humerus plate for added support. This report is 3 of 3 for (B)(4).